Event description:
It was reported that the impedance measurements were greater than 4,000 ohms on all of the bipolar pairs. All of the electrode pairs were greater than 4,000 ohms. The pt has not been seen in the last 4 years. It was noted that the pt has had 4 small bowl surgeries. The healthcare provider confirmed that the pt experienced a lack of effect. The pt's device was reprogrammed with no effect. An x-ray confirmed that the device was normal. The pt was going to see a surgeon for a possible device replacement.